Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-70e, serial number: (B)(6), batch/lot number: 7096534, model/catalog description: 1x16 perc lead trial kit, 70 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient went to the hospital due to increased pain at the lead incision site following a trial procedure. The patient's oxygen levels decreased while in the hospital and was admitted to the ICU (intensive care unit). The patient status was stable and had been discharged from the hospital.